Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID 97755-s, serial # (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was friday night they tried to charge their and it gave them an error code; pt said they could have got a m03 error but could not remember. Pt said the code they got was the one they usually get and call in about. Pt got it friday and they could not charge the ins so they left the controller alone, then this morning the controller was dead in charge so they plugged it into the ac power supply and got memory problem. Pt noted they have been having problems charging their ins for some of the times it would charge fast and other times took a long time like an hour. In past the pt had got the error code 4 or 5 times and called in; the pt would usually be told to reset the controller and it clears it but it did not work for they got same error code. Pt noted the ins was now dead in charge and they could feel it now. Pt noted they had been swapping out the rtms and it would work for a while then it would give the error again. The pt told the gal last time that they were not sure it was the paddle causing the issue. Pt noted they got a new rtm and it worked then a month ago they got the error code. Pt noted the controller got hot when recharging the ins and pt noticed the paddle got warm in the last month as well. During call pt verified no damage to the rtm. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt got memory problem, pt set up the date and time. Pt put the battery back into the controller and verified the controller was charging. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt called back and reported after the prior call they had tried to charge the ins more. Pt reported they had gotten code rm04; agent reviewed information about code, agreed with prior agent's decision to replace recharger, and explained what to expect when pt receive package.no symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger. H3: analysis of the 97755-s recharger(s/n (B)(6)) revealed recharge antenna failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was obtained. Device was also evaluated.